Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and performed troubleshooting. The fse cleaned the ion-selective electrolyte (ise) tubing, proactively replaced the peristaltic tubing. The fse observed a clog in the buffer syringe. The fse determined the primary failure mode as the buffer valve. The buffer valve was replaced to resolve the issue. System performance was verified and no further issues were reported. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high sodium (na) patient results on their au5800 clinical chemistry analyzer. The customer stated the results ranged from 200-300 mmol/l. The results were not reported out of the laboratory; hence, there was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics or data.